Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the malfunction. The logs were reviewed, and no hardware related failures were stored in the memory log. The cse upgraded the software to the current revision, and no parts were replaced. The unit passed all tests and calibrations, and it was observed to the operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in canada that, an 840 ventilator generated an occlusion device alert, and became inoperative. There was no patient involvement.